Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the on/off button on their device is functioning intermittently. In this state the device may be inoperable and defibrillation therapy may not be available, if needed. There was no patient involvement in this event.